Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.92 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The user received a questionable iga result for one patient sample. The initial result was 43.42 g/l with a data flag. The sample was automatically repeated by the analyzer and gave a repeat result of 0.42 g/l. Due to the difference in the results, the user repeated the sample with a manual dilution and received a result of 71.8 g/l. A result of 83 g/l with a data flag was generated from a 1:100 dilution and was reported outside the laboratory. The patient was not adversely affected. The iga reagent lot number was 630098.

Manufacturer narrative:
The event occurred in (B)(6).